Manufacturer narrative:
This device is used for treatment, not diagnosis. This report is for seven (7) unknown screws. Subject devices have been received and are currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
This device used for treatment and not diagnosis. The fragments mentioned were not provided for evaluation. The head provided appears to be of the 02.211.008 family of locking screws. The stardrive appears to be in good condition. The top of the head has two light marks. Some biomaterial remains at the upper portion of the threads and radius. There appears to be some light galling of the threads. The broken portion measures approx. 2.7mm in diameter. All features of the part could not be measured due to the type and extent of damage incurred. Placeholder.

Event description:
On (B)(6) 2013, patient underwent surgery to remove a distal fibula plate and 7 screws due to possible infection. Bacterial cultures were taken at the time of hardware removal and results are pending. It was reported that one screw broke during the removal process, all fragments were retrieved. The fracture was noted to be healed and therefore, no new hardware was implanted. This is 2 of 2 reports for the same event, complaint # (B)(4).